Manufacturer narrative:
On 10/19/2015 a medtronic representative, following-up at the site, confirmed that they were able to reposition the navigation system camera in order to proceed with the surgery. Return requested. Replacement articulating arm shipped to site 10/23/2015. Medtronic investigation of returned suspect device finds that this is a down revision part. The instrument end is locked up while the remainder of the arm is loose. Mechanical failure. Malfunction - locked-up - instrument end. No further issues have been reported.

Event description:
A site representative reported that, while in a cranial procedure, their navigation system articulating arm had become damaged and would not loosen during surgery. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned instrument is a down revision part. The instrument end is locked up while the remainder of the arm is loose.the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.